Event description:
It was reported that a user experienced difficulty pairing a new dexcom g7 sensor to the ilet, with the pump not connecting while the dexcom app displayed glucose in the 170s; troubleshooting and education were provided, including disconnecting the phone¿s bluetooth connection to the transmitter and restarting the pump, after which pairing completed and the sensor entered warm-up and then functioned. Symptoms included no adverse clinical effects and no blood glucose impact. Outcomes included no medical intervention and no hospitalization. Investigation included technical support review and user-guided troubleshooting. Investigation of this case revealed successful reconnection after removal of a competing bluetooth connection and device restart, consistent with a transient communication issue between the cgm and the pump. It was concluded that the event was resolved through standard troubleshooting and that the device functioned as intended after re-pairing.